Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4181323. (B)(4) retained samples from the same lot were tested by simulated use. (B)(4) tube of the retained samples examined had the presence of gel globules and confirmed customers' indicated failure mode. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode for additive issues because the defect was evident in the testing of the retained samples. An 8d project is underway, looking into the oil gel globule formation for potential causes.

Event description:
It was reported that the bd vacutainer® sst ii plus plastic serum tube (16 x 100 mm x 8.5 ml) was defective causing gel globules and fibrin clots in serum, after centrifugation. No injury, blood exposure or medical intervention reported.